Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the nurse removed IV saline lock, the catheter dislodged from the hub. The doctor was able to retrieve the broken IV catheter piece from left femoral artery (lfa). Dissolvable sutures and surgical glue were used. The event occurred during removal/end of therapy, and the outcome was resolved.

Manufacturer narrative:
H3: one used catheter (lot 6129963) was returned and evaluated. Visual examination identified a v-shaped puncture of the catheter wall consistent with introducer needle penetration during use. No manufacturing nonconformances were identified, and device history review did not indicate a manufacturing-related cause. The event is most likely due to variation in insertion technique as described in the instructions for use. No corrective or preventive action was required; complaints will continue to be monitored.